Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.